Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the guidewire was stuck and could not be removed during insertion of the catheter via the femoral region. The vascular surgeon was called and he removed the guidewire by surgery. There was no reported patient injury.